Event description:
It is reported that the hybrid cup inserter screw broke off in the shell during impaction.

Manufacturer narrative:
(B) (4). Evaluation summary: as returned, the shell retaining bolt was fractured. The fracture surface was evaluated by sem and determined the failure occurred under repeated impact loading with over-torque as a possible contributing factor. The fracture may have also been caused by levering the inserter. However, the exact cause of the failure cannot be determined. As returned, the shaft of the hex bolt has fractured off the device. The instrument appears to have been used a number of times over the potential field age of approximately 21 months. Sem analysis was performed on the fractured surface and indicates that the fracture appears to have occurred under repeated impact loading. Device history records indicate all components were manufactured and inspected to specification.